Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was unknown at the time of incident. Customer was assisted with troubleshooting. The customer stated that the during therapy process air bubbles were noticed in the reservoir, approximate size of air bubbles was 1to 5 cm. Customer stated that air bubbles were in the reservoir and tubing. The reservoir will not be returned for analysis.